Manufacturer narrative:
The lot was manufactured from june 19, 2022 to june 20, 2022. H10: the device was received for evaluation. Functional leak testing was performed, and it was noted that there was a leak between the spike port tubing and the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between january 04, 2023 to january 31, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to use. There was no patient involvement. No additional information is available.